Manufacturer narrative:
Result: other - broken siderail weldments.

Event description:
It was reported by service report that the foot-end siderails weldments were broken in half, and the siderails could not be locked into position. No patient involvement or adverse consequences were reported.